Event description:
A complaint was received regarding lot 210302-51, size 4/0 nyl bla. According to the customer complaint, the suture was not attached to the needle. No injuries or delay in the surgical procedure was reported by the clinic.